Event description:
Additional information received reported the hydrocephalus and acoustic neuroma were not device related and the patient had a fluctuating recovery.

Event description:
It was reported, the patient had hydrocephalus. The hydrocephalus showed up during a routine cat scan to check the status of an acoustic neuroma that the patient¿s healthcare professional (hcp) had treated with a cyber knife about a year prior to this report. The reporter stated, the acoustic neuroma was fine and not growing. The patient¿s hcp had requested an MRI, but it had not been scheduled at the time of this report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 3387-40, lot# j0101977v, implanted: 2001 (B)(6); product type lead product ID 7495-51, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 3387-40, lot# j0101977v, implanted: 2001 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 7495-51, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 37602, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator. (B)(6).